Manufacturer narrative:
In the previously submitted report the become aware date, due date, event date (box: b) and date received by mfg (box: g) was incorrect. Become aware date, due date, event date (box: b) and date received by mfg (box: g) has been updated or corrected in this report.

Event description:
The manufacturer received information alleging thermal issue occurred on a dreamst st30 device. The device was returned to the service center for evaluation and reported fault was confirmed. During the evaluation the device, the service center visually inspected the internal/ external part of the device and found the device would not power up due to thermal damage to dc power cable and dc jack socket on device. Also found device mains adaptor and power lead has thermal damage and would need to be replaced. Additionally, the listed following parts would have to be replaced due to the damage sustained by thermal damage caused by fluid ingress: ui panel, blower assembly, blower outlet seal, blower upper cap, blower box assembly, dc power cable, dc jack colour insert, bottom enclosure, rear panel, rear panel o ring, pressure sensor seal and flow sensor seal. Lastly, recommend device to be scrapped.